Event description:
Patient reported having trouble with the v-go adhering to her skin. Patient wears v-go on her abdomen for about 4-5 hours before it falls off. Patient preps the area correctly before applying the v-go.